Event description:
It was reported that during an implant attempt, after several attempts to find acceptable thresholds the active fixation mechanism of the lead failed to extend. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead was stretched, and the lead appeared to have been damaged at implant.